Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where no errors were found, and the unit functioned as expected. Failure analysis tested the distal suj on a patient fixture test platform (pftp) where it passed all relevant testing. As a result of these findings, failure analysis was able to conclude that the axes controller tornado (act) printed circuit assembly is consistent with the reported event and was the potential root cause of the reported problem.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer encountered a recoverable fault and restarted the system with no change. The technical service engineer had the customer hard restart the patient side cart but the error remained. The procedure was completed with no reported injury.